Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment for the peritonitis included vancomycin (2gm, intraperitoneally (ip), 3 times weekly). The vancomycin treatment was later discontinued and on an unreported date, the patient was started on bactrim (orally, dose and frequency not reported). The bactrim therapy was ongoing. The patient was recovering from the reported event. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd895078 and gd895037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient/event as (B)(4).